Event description:
During a follow-up, upon interrogation, the device was found in backup vvi mode potentially due to premature battery depletion. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, the device was returned in backup mode operation. Visual inspection of the device revealed no anomalies analysis of the device image indicated code corruption as the cause of backup mode operation, which is consistent with the effects of low battery level. The battery assessment indicated that the battery had reached normal end of life (eol) level. Electrical and mechanical analysis were performed using an external battery in nominal settings and did not reveal any anomalies. Longevity assessment was performed, and the total projected longevity is 5.56 years, device was implanted for 6.9 years. Device exceeded the projected longevity and is considered normal. Based on the device analysis, the cause of the reported incident could not be conclusively determined.